Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was nervous because her pump is asking her to set up the time and the date. She was advised that this is normal pump function. She had also mentioned that her pump had been blank and experienced a battery out limit alarm. During troubleshooting, customer said that it alarmed after battery change but that the pump was not alarming at the time of the call. She said that the batteries were out of the pump greater than the duration allowed by the pump. The customer was advised that this was normal pump behavior. The customer said she had a blood glucose of 498 mg/dl and that she treated with the pump. She said that she felt nauseated and very thirsty and does not know how long she has been without insulin because of the blank display. She declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.